Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported an esophageal tear occurred. On an unknown date, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. During the procedure, transesophageal echocardiogram (tee) was performed. Post implant a possible esophageal tear was observed. The patient recovered without issue. No further patient complications were reported.